Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recs1990 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch, "pt underwent a PICC line placement utilizing bard 3cg+ technology. During placement, 3cg+ technology indicated a 23cm PICC was too short and exhcnaged PICC intra procedure to a 26cm PICC; 3cg+ confirmed placement at 26cm with 1cm out form insertion site. Chest x-ray in conjunction with 3cg+ technology. PICC line 2cm too deep in right atrium. Second kit was charged to pt due to error in 3cg technology."